Manufacturer narrative:
It was reported that the preventive maintenance of this iabp unit was performed and the unit was returned to the facility for clinical use.

Event description:
It was reported that while in use the cardiosave intra-aortic balloon pump (iabp) at ICU, clinical engineer confirmed that the power was off and only the alarm continued to ring. The power was turned on again and there was no problem in operation. The iabp was replaced to continue therapy without clinical problem. There was no harm or injury to patient and no adverse event was reported.

Manufacturer narrative:
A getinge field service engineer (fse) evaluated the iabp and was unable to re-produce the reported issue. Running test was performed with heart rate 120 bpm by using simulator for 48 hours. Then intermittent running test was performed several times. During running test, the connecting part of the coil cord between the display and the console were shaken; however, the reported issue was unable to be replicated. This iabp unit worked normally. The error cords #78, #111 and 112 were recorded in the fault logs. Therefore all connecting part of the cable between the display and colsole were cleaned. Then a preventive maintenance (pm) was performed with no issues. Although this iabp unit was attempted to be returned to the facility, in an attempt to replicate the reported shutdown issue, running test is being performed for a long term intermittently. A supplemental report will be submitted when additional information is provided.

Event description:
It was reported that while in use the cardiosave intra-aortic balloon pump (iabp) at ICU, clinical engineer confirmed that the power was off and only the alarm continued to ring. The power was turned on again and there was no problem in operation. The iabp was replaced to continue therapy without clinical problem. There was no harm or injury to patient and no adverse event was reported.

Manufacturer narrative:
The production device history record (DHR) for this iabp unit cannot be reviewed per the sop since the serial number for the unit was not provided. A supplemental report will be submitted when additional information is provided.

Event description:
It was reported that while in use the cardiosave intra-aortic balloon pump (iabp) at ICU, clinical engineer confirmed that the power was off and only the alarm continued to ring. The power was turned on again and there was no problem in operation. The iabp was replaced to continue therapy without clinical problem. There was no harm or injury to patient and no adverse event was reported.